Event description:
Customer reported via phone call to have high blood glucose of 480 mg/dl at the time of call, which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that insulin pump was cracked at the reservoir compartment and the o-ring was not engaged. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with broken reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, missing end cap sticker, missing reservoir tube o-ring and cracked battery tube threads.